Event description:
It was reported that during the use of the device for a non-clinical activity, there was no battery back-up on the perfusion system. This was discovered while the unit was being moved to equipment holding room. There was no pt involvement.

Manufacturer narrative:
This morning when they first turned it on, they realized they didn't have any battery back up time. After field service rep (fsr) had a conversation with on-call perfusionist, it was determined that the unit was left on a/c power and unplugged the night before and therefore the batteries were completely depleted. The batteries are recharging fine, but will be replaced.